Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient noticed he needed to charge more frequently. The patient had to charge every 3-4 days. The consumer stated she didn¿t know how much the patient was charging prior to noticing the problem. It was not known if the patient had any changes to programming or usage. The consumer was directed to follow-up with the healthcare provider to have the system checked. The indication for use was lumbar radiculopathy. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was surging at times in recent months. This timeline was not able to be clarified. It was noted that the patient lost (B)(6) in the last year. The manufacturer representative met with the patient on the day of the report (2018-(B)(6)) and impedance checks came back normal. The implantable neurostimulator (ins) was nearing end of life so the patient was going to see a surgeon about replacing the lead and ins. The surgery was planned but not scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's family member. It was reported that the patient has not seen any doctor regarding the issue. The cause of the issue is probably that the device is very old and needs replacement. She is looking into getting patient¿s device replaced too but does not have any appointments etc. The issue of patient needing to charge more started about a year ago. The weight of the patient was unknown. She stated that she will call the manufacturer if she has any updates regarding the device/replacement. No further complications were reported/anticipated.